Event description:
A pt had an order for varenicline 0.5 mg po bid. However, epic "dispensed" one-half 1mg tablet rather than the 0.5mg tabs that are available. It was a near miss as the error was identified before the pt received the medication. (B)(6).